Event description:
Reporter indicated a vns patient's generator was noted to be at default systems diagnostics test settings (1ma/20hz/500pulsewidth/30sec on/60 min off) immediately prior to vns generator replacement surgery on (B)(6) 2011. Attempts for programming history are in progress to establish when a faulted systems diagnostics test may have occurred.